Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray, without caps, for this report. The returned samples were visually inspected and were all found non-conforming with cuts in each septum. The device history record review for the reported lot indicates that the product was processed and released according to the product¿s acceptance criteria. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. The exact root cause for this complaint is unknown. An internal evaluation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valve leaked during an eye surgery. The procedure was completed with the same product and without harm to the patient. A product sample was requested for evaluation.